Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced pain at the ipg pocket site due to ipg migration. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. The new ipg was relocated from the superior iliac crest to the superior buttock. The issue was resolved.